Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction. The se inspected the device and replaced the inspiratory module printed circuit board. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The inspiratory module printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No errors were recorded in the diagnostic logs. No fault was found with the returned inspiratory module pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated error codes which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the issue occurred. The service engineer (se) inspected the device and replaced the inspiratory module printed circuit board. The unit passed all testing and operated within the manufacturing specifications.